Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 04.09.10 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was admitted to the hospital on (B) (6) 2008 for chest pain and shortness of breath. On (B) (6) 2008, the patient underwent a sternotomy and coronary bypass procedure. During hospitalization, the patient was administered heparin and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon information and belief, on at least one occasion, the heparin administered to the patient was alleged to be contaminated heparin.